Manufacturer narrative:
Insulin pump had a detached end cap, cracked case at display window corner, cracked belt clip slot, cracked reservoir tube and cracked reservoir tube lip.

Event description:
It was reported that the customer had physical damage on her insulin pump. The customer's blood glucose level was 275 mg/dl. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.